Event description:
An mhra user report has been received, reported by a hcp "contact allergy to adhesive requiring topical steroids, additional underlay and difficulty knowing exact ingredients in adhesive means that we do not know which adhesives to avoid. Concern that patient may not be able to continue to use technology to support type 1 diabetes management due to unacceptable side effects and need for high potency topical steroids. Remedial action - steroids, dermatology referral" 2 patients are noted to be involved. This report is for patient 1 of 2.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.